Event description:
Caller reported blood glucose results of 122 mg/dl on aviva system 1, 249 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).